Event description:
It was reported that the patient observed an 8286 error code on his patient therapy monitor (ptm) when he tried to give himself a bolus on the date of the report. It was noted that the error code was due to a critical empty reservoir alarm. The patient had an appointment for a refill the next day. The pump was being used to deliver fentanyl and other unknown medications. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8551, lot# cs1528, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, lot# n175919008, implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot# n175390, implanted: (B)(6) 2008, product type accessory; product ID 8591-38, lot# c33962, implanted: (B)(6) 2008, product type accessory; product ID neu_unknown_prog, product type programmer, physician; product ID neu_unknown_prog, product type programmer, physician. (B)(4).